Event description:
Customer reports that approx 25 mins into the procedure while vaporizing a 5-6 cm fibroid the electrode tip broke. Surgeon was performing a left-right painting motion. A surgial resident also involved with the procedure was noted to have poked the fibroid with the electrode tip. Surgeon was employing a 30 second activation and 5 second off cycle for the procedure. The generator was set at 130 vaporcut and 60 dec. A replacement tip was obtained and utilized to completion of the procedure. The surgeon was unable to locate the broken tip fragment. Pt was admitted to the hosp for observation due to fluid overload. The pt was discharged post operative day 1 without further complications.

Manufacturer narrative:
Date sent to FDA: 11/24/1998. H6 - corrected results and conclusions based upon info noted upon file review. H6 - codes: the returned electrode has undergone full examination. Examination of the ceramic tip shows a color change from light brown to while indicating exposure to extreme heat. The failure mode was concluded as inadvertent misuse of the product.